Manufacturer narrative:
No hospital name, address, or contact person is available; no phone or e-mail was provided, therefore no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the clinical engineering department does not correctly apply the aem guidelines to the maintenance of high risk medical equipment. This has likely resulted in unreported safety events on patients." Although there are no event details and no other information is available, the report states "type: serious injury, adverse event, event outcome: other serious (important medical event)." No customer information is provided or available.